Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that after the patient's pump exchange, the patient continued in liver and renal failure. It was also suspected that patient suffered from spinal cord clot, as the patient lost movement in his lower extremities. Support was discontinued due to healthcare provider and family decision. The patient expired on (B)(6) 2013.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.